Manufacturer narrative:
Concomitant medical products: 4965-25 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise. The implantable pulse generator (ipg) was explanted for an unknown reason. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.